Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right atrial and right ventricular channels. Due to this two signal artifact monitoring (sam) episodes were recorded and the minute ventilation (mv) sensor was disabled. It was determined that this was due to electromagnetic interference (emi). The mv sensor was re-enabled. This device remains in service. No further adverse patient effects were reported.